Event description:
Reported via journal article: it was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Approximately one year post index procedure, contrast-enhanced computed tomography (CT) imaging revealed a peri-device leak from the closure device of an unknown size. The patient was undergoing a planned, pre-existing mass removal from the right atrium, which required anticipated future cessation of anticoagulation therapy. The physicians decided to perform explantation of the closure device and laa surgical ligation in response to the leak and future anticoagulation cessation. The patient was discharged from the hospital 13 days post right atrium mass removal and closure device explanation surgery.

Manufacturer narrative:
B3: used bsc aware date as event date, as it is unknown. Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Literature citation: mukasa, k. Et al (2024). Surgical explantation of the watchman device and right atrial thrombus: a case report. Oxford journal of surgical case reports. (9). Https://doi.org/10.1093/jscr/rjae601.